Manufacturer narrative:
Investigation/conclusion: the customer reported a precision issue of inratio inr results during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although the root cause analysis did not include return testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a variance between two (2) inratio inr results. Results are as follows: date: inratio inr: (B)(6) 2015, 1.6 and 4.6. Therapeutic range: 2.5 - 3.5. The time between testing was three (3) minutes. The caller reported using the same finger stick to perform both inratio tests, which is considered an improper technique. There was no reported adverse patient sequela. There was no additional information provided.